Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external/internal inspection was performed and the device passed, along with all of the electrical testing. A fluid volume accuracy test was performed and the device failed. The door assembly was inspected and it had revealed a cracked door piston and deteriorated piston foam. Test articles were installed (manifold valve and piston foam) and the device completed simulated therapy without any problems and passed the temperature verification testing. The cause for the failed volumetric accuracy test was determined to be a combination of deteriorated piston foam and malfunctioning manifold valve. The piston foam and the manifold valve b4 were to be scrapped and the device was sent to service. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.